Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5467 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported " while attempting to place an us guided IV using accucath ace intravascular catheter 20g, during advancement of the catheter, the auto-retract button did not work when attempting to retract the needle and wire. Attempts were made to manually retract the needle and met resistance. Eventually able to retract the needle while keeping the catheter in the vessel. The guidewire appeared to be shortened. Catheter ultimately removed and appeared twisted/kinked but intact."